Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a complication during impella 5.5 support. Twelve days into support, the patient suffered from runs of supraventricular tachycardia. The pump was pulled back .5 cm to counteract the condition. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the supraventricular tachycardia (svt) has been completed. The purge cassette was returned for evaluation. The pump was not returned for evaluation. As the necessary information was not provided, the root cause of the svt was not determined. H.6 revised health effect - clinical code as it was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-26527.